Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10379. It was reported the pt is experiencing pain and tenderness at the ipg site. The pain tenderness is felt continuously regardless of whether stimulation is on or off. It was also reported the pt is experiencing burning while charging the ipg. The pt indicated she charges the ipg one time per week with the sessions lasting all day the pt did not indicate whether she discontinues charging when the burning sensation occurs. It was noted that the pt cannot differentiate between the burning sensation and the pain at the ipg site. The pt was seen by her physician who examined the ipg site and reported no evidence of irritation or injury the pt was advised to charge more frequently for shorter durations. The pt was also advised to contact the physician should the issue persist. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging event sand other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.